Event description:
It has been reported to philips that the wireless footswitch was not working. When connecting it to the charger it was also not charging. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue was discovered. A philips service engineer replaced the wireless footswitch charger and battery and returned the wireless footswitch in good working order. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a connection failure and as such the complaint was reported. Based on the investigation's results, philips concludes that the charger was defective; therefore, this complaint is not reportable. Philips assessed this complaint as not reportable because the wireless footswitch will provide a visual indication of the charge level so that the user will know about the charge level prior to use. The instructions for use include indications to check that the wireless foot switch functions with the system and specifically to ensure that the wireless footswitch has sufficient charge. It also describes the battery indictors and what to do in case the battery is depleted. =========== updated codes based on investigation.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.